Manufacturer narrative:
Additional information: d9, e1, h3, h4, h6(update codes), h11. E1: initial reporter postal code: 3056. H4: the lot was manufactured in february 2025. H11: the actual device and two (02) photo samples were received for evaluation. Visual inspection of the sample and its photograph revealed a dark hair sealed within the product packaging. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a non-vented high-volume inlet had hair inside the packaging. This occurred before use. There was no patient involvement. No additional information is available.